Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a luer connecter at the tip of a planecta, loosened immediately after it was connected.